Event description:
It was reported that bd alaris smartsite needle-free valve was damaged the following information was received by the initial reporter with the following verbatim: *adverse event situation; smartsite needle-free valve set with needle-tight infusion set experienced a break in the connecting connector. *if there was an effect or harm to the victim: infusion fluid flowed out, patient's blood flowed out, causing the patient to panic and lose some of their blood. *when to take action in response to the impact or injury: the patient's family calls the nurse's station, and the nurse on duty arrives at the scene within one minute of being called to learn about the situation.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿smartsite needle-free valve set with needle-tight infusion set experienced a break in the connecting connector¿. The product in use at the time is reported to be a 2000e china from lot 23085222. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085222 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.